Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient had a recent CT. The CT revealed that the proximal thoracic neck is 37.4 mm in diameter, the thoracic aneurysm is 76.8 mm in diameter and there is a proximal type I endoleak. The patient will be monitored. The physician stated that the cause of the event is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film evaluation: review of CT¿s and 3d film report from 2-½ years post-implant revealed that the patient had multiple valiant stent grafts implanted in the thoracic. Extensive calcification was present along the entire length of the arch. The proximal device was positioned beginning ~ 6 ¿ 7cm caudal to the lsa, and the stent grafts extended distally into the descending thoracic. Other manufacturer¿s devices were seen implanted distal to the valiant¿s and across the visceral vessels, extending into the proximal abdominal aorta. The celiac, sma, and renal arteries were each snorkeled and patent. The taa began 35mm distal to the lsa, the max diameter taa measured 77mm, and there was a likely proximal type I endoleak. The thoracic diameter near the lsa measured 34mm, and the proximal stent graft diameter measured 37mm and appeared unopposed to the thoracic aorta. The stent graft was patent and no other issues were observed. The exact cause of the lack of a proximal seal leading to the proximal type I endoleak could not be determined from the images provided. The anatomy at implant and earlier post-implant films were not available for review and comparison. It is possible that this was due to disease progression; thoracic dilatation.